Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000103374.

Event description:
It was reported that during an elective ipg replacement procedure on (B)(6) 2025 one of the patient's leads exhibited high impedances. As a result, the lead was explanted and replaced on (B)(6) 2025 to address the issue. It is unknown which lead had high impedance.